Manufacturer narrative:
B3: the date of incident is unknown. Therefore, 01-dec-2023 is used for "date of event". H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent a total arch replacement (tar) and an elephant trunk procedure (et) for a type a dissection. On (B)(6) 2023, two gore® tag® conformable thoracic stent graft with active control system (tgm343415 and tgm343410) were implanted to treat remained distal part of the type a dissection. On an unknown date on (B)(6) 2023, a follow-up exam observed a distal stent graft-induced new entry (dsine). On (B)(6) 2024, a reintervention was performed. Two gore® tag® conformable thoracic stent graft with active control system were implanted distally. The patient tolerated the procedure. Reportedly, an infection occurred after tar and et. This infection was resolved before the initial two gore® tag® conformable thoracic stent graft with active control system were implanted on (B)(6) 2023. The physician stated that a cause of dsine is difficult to determine because the patient condition. He also said that dsine was caused due to that the vessel was weak since an infection occurred after tar and et or the gore® tag® conformable thoracic stent graft with active control system which was implanted distally in the initial procedure should have been selected 31mm one. Reportedly, this infection had been treated before the gore® tag® conformable thoracic stent grafts with active control system were implanted.